Event description:
It was reported that prior to a breast biopsy, the blade rotation speed decreases and the blue connector cable was cracked. During the service, the cracked motor adapter was replaced. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.